Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of more than 600 mg/dl, with large ketones, identified as dangerous by healthcare provider. Cause of elevated bg was unknown. The customer's mother gave them a manual dose injection to address the elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.